Manufacturer narrative:
Walkmed infusion provides a phone number so patients can call to ask questions pertaining to their walkmed infusion pump. This phone line is open 24 hours a day, 7 days a week. However, the operator of this phone line received a phone call from a caller inquiring about the disposition of the pump after his spouse had passed away. When walkmed infusion received this information, a phone call was placed for the clinic's office to inquire about the patient. Per the phone conversation with the clinic's office, the caller's intent in calling walkmed infusion's 24 hour customer support line was to simply determine what to do with the device and where to put it. There is no allegation that walkmed infusion's product caused the patient to expire. The clinic does not believe that the device led to the death of a patient however, walkmed is seeking to have the device returned to conduct an evaluation of the device.

Event description:
On (B)(6) 2015, walkmed infusion was notified of a patient's death while the patient was connected to a walkmed wm350vl infusion pump.